Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported pain at the implant site. The patient reported that the pain seemed to get worse when he was walking and it got worse by the day. When he was sitting, laying on his back, if he moved at all. The patient reported that a few days ago he was sitting in a chair and got a sharp pain in the area where the device was implanted. The patient reported that he turned the ins off and the ins had been off for at least 4 days. The patient reported that he was using cannabis oil and a cold patch. The patient noted that the cannabis oil was giving him more relief than the ins. The patient reported that it was hurting like hell right now. The patient reported that he almost fell and it irritated it more. The patient also reported that one night he was going to sit down and got a shock, the ins was on. The patient reported that he was not sitting down he would have gone to the floor like the rock falling off the cliff. The patient reported that his healthcare provider (hcp) told him the ins shouldn¿t have been used for diabetic neuropathy. The patient reported that the hcp said his pain was too deep for the ins, said he never would have implanted it. The patient reported that the hcp thought at first it was a muscle putting pressure on the sciatic nerve and pain going down his leg. The patient was going to have the device removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that because the stimulator was put right over the pelvic bone, that is why the stimulator is irritated when he walks, sits, and lies down. The health care provider had told the patient that he was not a candidate for spinal cord stimulation therapy and thinks that a nerve in the patient¿s buttocks and is what is putting pressure on the sciatic nerve which was the culprit of the pain. The patient is meeting with their health care provider on (B)(6) 2019 to talk over when the implant is going to be removed, and what the patient was going to do for the pain without the stimulator. Removal of the spinal cord stimulation system was confirmed. The patient indicated that they need to exercise because even though his back hurts, it seems to help and he feels better once he is up and walking around. His muscle relaxant medication was changed, and that has helped him. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he was having his implant removed. The patient reported that he had pain over the buttocks area and the healthcare provider (hcp) stated that wouldn¿t reach the area and the neurostimulator (ins) wasn¿t meant for this type of pain. The patient reported that the last time he was adjusted he was in so much pain. The patient reported that when manufacturer¿s representative (rep) would adjust the system, it would zap him in the legs. The patient reported that he was always in pain. No further complications were reported.